Event description:
The reporter stated that during a l4-s1 lateral interbody fusion spine surgery, two newport screwdrivers broke inside the screws while the surgeon was driving the screws. This added about 2 hours to the surgery and "caused some tissue/muscle damage to the incision area during retrieval" of the driver tips. The surgeon was forced to open the screw incision area in order to manipulate and extract the screw. The incision was increased in size from about 10mm to 40mm. The reporter said that the incision "was still significantly smaller than it would have been with an open procedure, but was larger than the incision the surgeon planned to do." It did not appear that there were any issues with the construct. The patient currently has full range of motion of her lower extremities but complains of "nondescript pain." The reporter stated this patient "was also yelling in the recovery room as she insisted she was still in surgery." The reporter had no further details regarding the cause, nature of the location of the patient's pain but said the doctor did not feel it was related to the device breakage during the surgical procedure.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.